Event description:
It was reported that the user experienced frequent low and high blood glucose while using subcutaneous insulin via pen and treated lows with oral glucose, and that the user adjusted the ilet settings by entering a lower body weight despite no actual weight change, with current blood glucose reportedly elevated and a prior severe low occurring shortly after the weight change; the user follows a ketogenic eating pattern and was connected with a clinician for additional training. Symptoms included hypoglycemia and hyperglycemia, with malaise reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available, and there was insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.